Manufacturer narrative:
It was reported that the fabric foundation of the unit was burned by an internal component. Our examination revealed that one of the terminals had been broken near a thermostat, resulting in a spark which had caused a 1/4 inch burn hole in one side (both sides) of the fabric foundation. This type of incident is normally caused by misuse on the part of the consumer, but there was no additional sign of broken components or misuse. We were unable to determine the cause of this report.

Event description:
Customer stated there was a burn hole in the middle of the pad.